Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator outside the sheath and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath, and tip revealed that the sheath had kinks 2cm and 48cm proximal of the tip. The tip had ptfe damage on the inner diameter. The ptfe was starting to delaminate from the inner shaft wall. No other damage or defects were found. Product analysis confirmed the reported event, as the tip was damaged.

Event description:
It was reported that delamination of the inner sheath wall was identified upon analysis completed on (B)(6) 2023. It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. While advancing the was into the femoral vein, the was folded at the soft end. A new was used to complete the procedure. No patient complications were noted. However, the returned device analysis revealed that polytetrafluoroethylene (pfte) was delaminated from the inner sheath wall of the was.